Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that they experienced high blood glucose. The customer blood glucose level was 349 mg/dl at the time of incident and the current blood glucose of the patient is 525 mg/dl. The customer experienced symptoms such as vomiting all day. Customer's father report the insulin pump had under delivery. Customer treated with insulin pump and manual injection. The customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).